Event description:
The manufacturer received information that a loaned trilogy evo ventilator was returned to the manufacturer's service center and evaluation was completed with the following findings: on device evaluation, a ventilator inoperative condition was noted. Evaluation confirmed an the device requires replacement of the system printed circuit board assembly to address the issue. No repairs are completed because the device was processed as scrap.